Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed that the elevator wire broke and a pin securing the elevator wire to the forceps elevator came off. The break portion of the elevator wire was similar to the shape due to fatigue fracture. Omsc reviewed the manufacturing record of the subject device and confirmed no irregularity. The elevator wire of the subject device had several repair histories. The cause of the damage could not be determined, but based on the past similar cases, strong stress might be repeatedly added to the forceps elevator, and caused the phenomenon. The operation manual has already warned; ¿do not insert or withdraw an endo-therapy accessory by force when the forceps elevator is raised to its maximum height. The instrument channel, the elevator wire, and/or the endo-therapy accessory may be damaged and patient injury, bleeding and/or perforation can result. If the endo-therapy accessory cannot be inserted or withdrawn, move the elevator control lever in the opposite direction of ¿ u¿ to lower the forceps elevator and insert or withdraw the endo-therapy accessory. ¿ the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the procedure was cancelled because the forceps elevator wire was broke during an endoscopic retrograde cholangiopancreatography (ercp) using the subject device. The procedure was rescheduled. It was reported that no parts of the subject device fell off into the patient. There was no report of patient injury associated with this report.